Event description:
Patient had pain, mobility, and increased sensitivity. Delivered and modified his upper denture to implants 6+11. Patient returned (B)(6) 2022 with some pain and mobility. Pa now shows a halo around implant.